Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that tubes were pushing off the non-patient needle unless held in place. This resulted in underfilled tubes, but some tubes did not fill at all. Samples were recollected but no health impact or consequence was reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Tube push-off cannot be seen in the photo. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. 10 retain samples were functionally tested; all tubes were within specification limits and did not exhibit tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill based on the photo provided. This complaint cannot be confirmed for tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that tubes were pushing off the non-patient needle unless held in place. This resulted in underfilled tubes, but some tubes did not fill at all. Samples were recollected but no health impact or consequence was reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.